Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that at post-op appointment dr. Evaluated area #13, patient had infection coming from implant site #13, patient was given antibiotics and post op appointment for implant removal on (B)(6) 2024. Implant was removed site #13 was grafted for future implant placement. Symptoms as a result of the event: abscess and inflammation.